Manufacturer narrative:
Block b3: exact date unknown, event occurred middle of year 2025. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 17374087. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Investigation results. The device was not returned for analysis; therefore, a technical analysis could not be performed. The explanted device was not released by the medical facility. Device history record. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review. A labeling review was conducted and determined that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). The event is consistent with risks disclosed in the device labeling. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. It was also noted that the ipg and remote control (rc) had communication failure issues, and the paddle lead had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components were not released by the medical facility.